Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, during the very early morning hours, she had suffered a hypoglycemic episode. Patient's husband found her unconscious and called the paramedics. Paramedics measured patient's bg at 21 mg/dl while her cgm was reading 230 mg/dl/. Paramedics treated patient with an IV and oral glucose. At the time of her call to dexcom technical support, patient was feeling better but reports some bruising probably due to her fall.